Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
D10: (B)(6) 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t. (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
H10: pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2020, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 3 years, 5 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.